Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2021, and product type: lead. Product ID: 977a290, serial# (B)(6), implanted: (B)(6) 2021, and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated on (B)(6) 2021 a lead revision was performed. To update the results of that surgery: the 90cm right lead was removed and replaced with a 75cm lead. The surgeon stated that there was no issue with the 90cm right lead, therefore he did not want it sent for analysis and the facility threw it out. The battery pocket was also revised, and the battery was placed higher up in the patients back. The left sided 90cm lead that remained was coiled to shorten the length, as opposed to being replaced with a 75cm as well. Since the surgery, the patient has reported no adverse side effects from the new battery pocket, and has had no complaints to my knowledge in regards to her stimulation. The implanting physician is the managing physician so this information is confirmed with him, dr (B)(6).

Event description:
Additional information received from the manufacturer representative reported that the lead was revised. Intra op testing was done to confirm good coverage with the placement and testing was done when the leads were connected to the implant. It was noted the stimulation was turned up to test the leads, but was not turned off prior to disconnecting from the implant. When the patient woke up she felt strong stimulation on her left side. The representative was able to connect and turn off the stimulation. No harm was done to the patient and the issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2021, product type lead product ID 977a290, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a representative. It was reported that the patient had a stimulation sensation going down their leg on the same side where the implantable neurostimulator (ins) was implanted (in the buttock area). The patient had a sensitive, sore ins pocket from an event related to the patient catching their shirt on their ins in the pocket somehow; it felt like the patient's ins had flipped around some. The patient had leads in the cervical area and received stimulation in their arms. They turned off stimulation but this did not resolve the sensation going down the patient's leg. It was reviewed that the sensation could be caused by changes at the pocket if the ins was getting positioned differently in the pocket. It was reviewed that if stimulation was turned off, there shouldn't be any output of the ins. The patient was going to be seen later in the week for a lead revision (due to the patient's migrated lead issue).

Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot#/serial# (B)(6), implanted: (B)(6) 2021, product type lead product ID 977a290 lot#/serial# (B)(6), implanted: (B)(6) 2021, product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 15-jul-2024, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 29-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was no longer feeling adequate stimulation on their right side so a lead revision would be done to establish stim on their right side. Reprogramming was not able to achieve adequate stim on the right side, only left sided stim. Surgery was scheduled for (B)(6) 2021. The issue was not resolved at the time of report. Additional information was received. It was reported the patient had called their healthcare provider. They had been nauseous, they had talked to their manufacturer representative, turned it off, and it went away for a little bit but not completely. They had severe battery pain over the weekend over the ins site. The patient had muscle spasms in their legs since friday, prior to (B)(6) 2021 and now had headaches and kidney pain on the left side. Their left side stim worked but the right side never worked and had not gone over to the right side. The patient had a revision scheduled. It was noted the issues had been on and off but the muscle spasms started friday, the battery pain came and went and it felt hot at the ins site when not charging. The muscle spasms were so bad the patient was in tears. The patient had not had any adjustments and thought they were waiting on revision. It was noted the lead on the right side had moved to the left side and they were going to try and redo that. The patient noted their trial had never worked either and they had to turn off the right side. The revision was on (B)(6) 2021. The patient stated their healthcare provider thought they maybe had a kidney infection because of the pain as well.